Manufacturer narrative:
Philips service replaced the x-ray pc, restored settings and presets, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).)

Event description:
It was reported to philips that x-ray pc replaced due to slow performance on a azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.